Event description:
It was reported that a flo-gard infusion pump did not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of does not function was verified in the alarm log as an f-63 alarm. The cause of the condition was due to a damaged central processing unit board (cpu). No repairs have been performed, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.